Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change due to end of service. The right ventricular leads were visualized under fluoroscopy prior to the procedure and found have externalized conductors. There were no electrical anomalies on the lead. The lead was capped (b(6) 2020 and replaced. The patient was stable.